Manufacturer narrative:
A complete lead was returned in one piece measuring (B)(4)cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular lead was dislodged. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the helix would not extend after many attempts to extend the helix. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged the next day.